Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced a hard section of fibrotic mesh, abscess cavity, purulence, abdominal wound, mesh migration, staphylococcus aureus, and infection. Post-operative patient treatment included revision surgery, mesh removal, excision of abscess cavity, purulence was released, and exploration of abdominal wound.